Manufacturer narrative:
This supplemental report was filled to correct fields b5, d2 and h6. The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was left capped due to product performance issue. The patient underwent surgical intervention to replace the lead. Additional information from the field representative revealed that the issue was related to insulation damage on the lead body and, in addition; noise was oversensed, which resulted in inappropriate pacing. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped. As the device was not returned, no analysis could be performed.

Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was left capped due to product performance issue. The patient underwent surgical intervention to replace the lead. Additional information revealed that there issue was insulation damage on the lead body and, in addition, the lead presented noise, leading to inappropriate pacing. No additional adverse patient effects were reported.